Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed damaged/broken acoustic lens could not be determined, however, the issue was likely the result of user handling/mishandling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the bending cover adhesive cracked, ultrasonic cable's electrical contact point was corroded, and the ultrasound echo signal was out of specification due to a broken ultrasonic cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrovideoscope had a broken acoustic lens. There were no reports of patient harm.